Event description:
It was reported the patient had a loss of therapeutic effect. Their bowel symptoms returned two days prior to call. The patient was unable to connect and adjust stimulation both with and without the antenna attached. They saw the ¿replace programmer batteries¿ screen. After replacing the batteries, they saw the poor communication screen. Two weeks later, the patient did not have concerns regarding their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0k4bb, implanted: (B)(6) 2014, product type: lead. (B)(4).